Event description:
It was reported that the patient felt stimulation in the wrong area. The reporter stated that stimulation was felt in the rectum area and noted a return of symptoms (did not make it to the bathroom in time, wore a pad). The reporter also stated that a magnetic resonance imaging (MRI) was performed and noted the device was off at that time. It was stated that once the device was turned on, stimulation was felt in the bicycle seat area. The reason for the MRI was unknown. It was noted that stimulation was turned up (2.0 volts to 2.1 volts). There were no falls or trauma associated with the event. It was reported 10 days later that the patient "might as well be in the bathroom when she drank something because she went right away." The reporter stated that these symptoms were going on for a couple of weeks and seemed to be getting worse. It was stated that the patient used program 1 at 2.2 volts and saw a lightning bolt on the patient programmer. It was noted that the patient could not feel stimulation. It was reported 3 days later that the patient sill had concerns with her device or therapy and was working with her doctor or manufacturer representative. It was noted that the patient could not reach anyone at the manufacturer. Two days later, the reporter stated that he met with the patient for a reprogramming the week of (B)(6) 2012. The patient outcome was unknown. No additional information was available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v884818, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).